Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller initially believed malfunction message was active, but issue was resolved when pump was found powered off and reset after being plugged in, and technical support closed case after providing partial reset guidance.